Event description:
Post balloon aortic valvuloplasty (bav) in a transfemoral tavr procedure, the patient¿s blood pressure (bp) began to drop. A 26mm sapien xt valve was deployed 50:50 aortic/ventricular (a/v); however the patient¿s bp continued to drop. A transesophageal echocardiogram (tee) showed a pericardial effusion. Medication was administered in an attempt to raise the patient¿s bp and chest compressions were started. The decision was then made to place the patient on bypass while pericardiocentesis was performed. Two (2) liters of blood were removed from the pericardium and returned to the patient via a cell saver. While the patient was on bypass, her chest was opened in a surgical fashion to determine the source of the bleeding. A perforation/laceration in the left ventricle (lv) was found and surgically repaired. The patient was weaned off of bypass and transferred from the or in stable condition. It was perceived that the lv perforation was caused by the extra stiff wire as it crossed the aortic annulus into the ventricle. The patient¿s native annulus measured 21mm by tee and 26mm x 19.9mm by CT (valve area of 406.5mm2). Moderate annular calcification, mild native leaflet calcification and no aortic root calcification were noted.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, it is possible that the lv perforation was caused by the extra stiff wire as it crossed the aortic annulus into the ventricle. The exact timing of the event cannot be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.